Manufacturer narrative:
The insulin pump was received with a non-flashing white lcd display with vertical black lines due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced missing segments/partial display. Customer's blood glucose value was 127 mg/dl. The customer stated that he took a shower and when he came back, he noticed that the screen display had lines. After troubleshoot, the display did not return back to normal. The customer stated that it is hard to read the screen. The insulin pump will be returned for analysis.